Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, mid right coronary artery. The 3.0 x 15 mm nc trek balloon catheter was advanced; however, failed to reach the lesion. Additionally, during the attempts to inflate the balloon to aid in crossing the lesion, it was noted that the balloon would not inflate properly reaching below nominal at 10 atmospheres; therefore, a 3.0 x 8 mm nc trek balloon catheter was used successfully for pre-dilation of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis but the reported inflation issue could not be confirmed. Additionally, the failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).